Event description:
It was reported that during a lap gastric band procedure, the clips were observed to be malformed and were scissoring. They used a 5mm clip applier to complete the procedure. The surgeon did not know if they had preloaded the clips. No patient consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.